Event description:
It was reported that the vns patient¿s device showed high impedance. The physician lowered the device output current to 0.25ma and the patient did not have any noticeable issues. Clinic notes were received indicating that the patient had been admitted to the epilepsy monitoring unit at the hospital for seizure monitoring. Prior to the admission, the patient had a ¿flurry¿ of seizures and went to the ER in the hospital, the patient was taken off his medication and had two generalized tonic-clonic seizures. The patient¿s medications were subsequently adjusted. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.